Manufacturer narrative:
Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
On (B)(6) 2019 the patient underwent a bronchoscopy procedure and assessment with the chartis system to determine collateral ventilation status. The left lower lobe (lll) was occluded and flow was measured. The flow eventually ceased completely confirming intact interlobar fissure on the left and lack of collateral ventilation. Based on stratx report and quantitative vq scan the left upper lobe (lul) was identified as the best target. A total of 3 zephyr valves (one 5.5 ebv and two 4.0 ebvs) were placed in the lingula, anterior, and apicoposterior segments - successfully occluding the left upper lobe (lul). Approximately 20 minutes post procedure, the patient started complaining of increased chest pain. A stat chest x-ray (cxr) was obtained and the patient was noted to have a left-sided pneumothorax. A small bore chest tube was inserted into the mid-clavicular line and connected to atrium and suction. Daily chest x-rays were obtained. Two days post-treatment, the pneumothorax was noted to be enlarging on cxr. A 20fr chest tube was inserted into the anterior axillary line, connected to an atrium and placed on suction. Daily chest x-rays were obtained. On (B)(6) 2019, 8 days post initial valve placement, a persistant air leak was still noted. The decision was made with the patient to remove one of her valves. The 5.5 valve from the lingula was removed on (B)(6) 2019. The following day, the chest tube was removed from suction and a small apical pneumothorax was noted on cxr. The chest tube was left on water seal overnight. On (B)(6) 2019 the chest tube was clamped and a cxr was obtained. No pneumothorax was noted. The chest tube was removed and the patient was discharged from the hospital.